Event description:
It was reported that the pt was implanted a ncb plate for femur, left, 9 holes on (B)(6) 2015. A revision surgery was performed on (B)(6) 2015 due to breakage of the plate and the damaged plate was removed.

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report was provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. As soon as additional info become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).